Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery unit (bdu)central processing unit (cpu). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during service an 840 ventilator generated an error which rendered the unit inoperable. There was no patient involvement.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.